Manufacturer narrative:
Lens was returned in liquid, in lens vial. Visual inspection found no visible damage to the lens. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reported indicated that the haptics of a 13.7mm micl13.7, implantable collamer lens were bent. The surgeon did not want to use the lens so the backup lens was used. There was no patient contact. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Corrected data: date of this report: it is corrected to "(B)(6) 2018". Claim# (B)(4).